Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) implantation procedure, the patient's vision unable to be corrected. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol). The clinical reason for explant was eye never could correct better than 20/30. Additional information received stating that the lens was replaced with non-company lens.